Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H3: product information unknown . The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product information unknown.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). D10: 32mm i.d. Size hh neutral liner use with 50mm o.d. Size hh shell item #00875100932. Lot #61616435. G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by clinical that a patient underwent an initial right total hip arthroplasty in 2011. Subsequently, 9 months later, the patient underwent a revision of the femoral head and stem due to a traumatic fracture of the femoral shaft. One month later, the patient experienced two dislocations within two days requiring closed reductions. A third dislocation occurred four days later which required an open reduction with osteosynthesis of a fracture sustained in the greater trochanter.